Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer opened the drawer and observed that it was jammed. He proceeded to replace the rails. The system functioned as intended after field service engineer troubleshooted the device. A supplemental report will be submitted if additional information obtained from the customer, and if any investigation findings.

Event description:
It was reported by the customer that pyxis medstation es system full height drawer rails were broken. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.